Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 2.25x28mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during procedure, the stent was entrapped on the guidewire. The physician cut the guidewire and removed the stent. The procedure was completed with a different device. No patient complications were reported.